Event description:
The needle misfired leaving a piece of metal "sticking out" of the needle thereby preventing the needle from returning to the guide needle. No specimen could be obtained with this device. The patient was not harmed with the device failure. The biopsy was obtained utilizing a second device.this is the third such device failure we have experienced in the past 30 days.what was the original intended procedure?medical renal biopsy.device #1is this a laboratory device or laboratory test?no.